Manufacturer narrative:
The investigation is ongoing. Device was discarded at the facility.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve, the operator experienced insertion difficulty and resistance through the non-expandable portion of the esheath. The user was unable to advance the valve through the esheath. The entire system was removed. A right common femoral artery (cfa) surgical cutdown was performed due to a dissection flap that occurred at the cfa access site. The cut down repair successfully resolved the dissection . A device new were prepared and the valve was successfully implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The esheath plus was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: access was achieved via the right side. 3mensio imagery of patient access vessels show some tortuosity. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as the device nor applicable procedural imagery was not returned. As the device was unable to be returned engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of lot history, DHR and IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. In this case, ''the operator experienced insertion difficulty and resistance through the non-expandable portion of the esheath. The user was unable to advance the valve through the esheath''. Per the IFU/training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification''. Per 3mensio, that patient's access vessels had some tortuosity. Tortuosity can create a challenging pathway for sheath insertion and can lead to non-axial alignment in the advancement of the delivery system through the sheath. Available information suggests that patient factors (tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated and to address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions.